Event description:
It was initially reported in the article titled "vagus nerve stimulation for partial and generalized epilepsy from infancy to adolescence" that there were patients who had adverse events which potentially could be related to their vns. It was reported that there was one case of a patient having an increase duration of seizures, another with an increase in post-ictal period, five patients with worsening clinical outcome at 6 months post implant (three with generalized seizures and two with partial seizures) and eight patients with worsening clinical outcome at their most recent follow-up appointment (four with generalized seizures and four with partial seizures). Follow-up with the physician indicated that he would not be providing any additional information. He was not willing to go back through the data to determine who the patients were and felt that all adverse events would have already been reported this medical device reporting (MDR) report is for the patient with the increase in seizure duration.

Manufacturer narrative:
Vagus nerve stimulation for partial and generalized epilepsy from infancy to adolescence. Eric m. Thompson, m.d., susan e. Wozniak, b.s.,b.a., colin m. Roberts, m.d., amy kao, m.d., valerie c. Anderson, ph d., and nathan r. Selden, m.d, phd.; j neurosurg:pediatrics/ july 6, 2012